Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address infection. Update rec¿d (B)(6) 2014- patient's medical records were received. The patient was also revised to have an extensor mechanism allograft. Records indicate upon revision the patient had a patellar tendon non-union. The patient's femoral component is being added to the complaint at this time. The complaint was updated on: (B)(6), 2014.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were received. Review of the supplied medical records confirmed the patient had mrsa infection. The records indicate the patient had an infection prior to the original implantation of depuy components. The patient had multiple allografts of the extensor, and patellar tendons. The patient was also noted to have significant deficiencies in the surrounding bones. The investigation did not find any evidence of product contribution to the reported event and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.